Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) reported that a peritoneal dialysis patient (pd) patient was hospitalized from (B)(6) /2018 due to the cycler not draining the patient correctly and that the patient had extra fluid and was fluid overloaded. The pdrn stated that the patient has resumed the pd treatment and is continuing continuous cyclic peritoneal dialysis (ccpd) without further issues. Additional hospitalization course was requested; however, not provided.

Manufacturer narrative:
Plant investigation: plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. A simulated treatment was performed and completed without failures. The cycler weighed fill volume values and the load cell verification were within tolerance. The system air leak test and the valve actuation test passed. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Clinical investigation: there is a temporal relationship between continuous cycling peritoneal dialysis (ccpd) therapy with the liberty cycler and the patient¿s distention and hospitalization for fluid volume overload. It is likely the patient¿s fluid overload event was related to pd effluent drain issues. However, although there is an allegation that the liberty cycler was not draining the patient correctly and caused an iipv event; there is no documentation supporting that a device malfunction led to an iipv or fluid volume overload event; no failure detected during manufacturer product investigation.